Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 19 years, 9 months before being abandoned/capped on (B)(6) 2020. The lead was capped (out of service), therefore, the lead was not returned. The lead passed all in-process and qa final inspection before shipping to the customer. Based on implant date ((B)(6) 2000) qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) for permanent implantable pacing leads informs the user that oscor's medical devices meet all applicable federal regulations governing sterilization prior to being released from our facility. All of oscor's sterilized products have consistently passed biocompatibility tests prior to release in shipment. Based upon our testing of products sterilized in this manner, oscor is confident its products are safe for their intended use. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. Based on the investigation, a CAPA is not required. This lead is no longer manufactured. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported extracting leads - infection and eroding through the skin. Wanted lead specifications, will be extracting leads next week. The reported out of service date is june 29, 2020. Additional information has been requested.